Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to jumpy high out of range right ventricular (rv) pacing impedances measurement of greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific lead. Additionally, the presenting electrogram (egm) was reviewed by technical services (ts). Ts noted that there were no stored noise events and threshold and amplitude measurements appeared to be stable. Ts discussed with the health care professional (hcp) the possible cause of the jumpy impedances and recommended programming options, at this time, the pacemaker and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to jumpy high out of range right ventricular (rv) pacing impedances measurement of greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific lead. Additionally, the presenting electrogram (egm) was reviewed by technical services (ts). Ts noted that there were no stored noise events and threshold and amplitude measurements appeared to be stable. Ts discussed with the health care professional (hcp) the possible cause of the jumpy impedances and recommended programming options, at this time, the pacemaker and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.